Manufacturer narrative:
The motor device was received for evaluation. Upon completion of the evaluation, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a speed reducer device in which it was observed that an "internal gear is broken". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if any delays in surgery were reported. It was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.